Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The plastic adaptor bolt piece on the end while broke tightening.

Manufacturer narrative:
Examination of the returned device confirmed the black plastic protector component has broken. The root cause is attributed to product design. Co103025887 has been initiated to remove the radel® socket cap altogether and replace with a teflon® (ptfe ¿ polytetrafluoroethylene) split ring and a peek (polyetheretherketone) disc to the torque wrench. The current complaint sample product was manufactured prior to the implementation of co103025887. No further corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.